Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient age / date of birth was requested but was not provided. The event reportedly occurred in a children's hospital; therefore it is presumed the patient was a child.

Event description:
The customer reported that a tpn infusion was noted at the tubing filter to have condensation and leaked. This was during patient use causing no harm.